Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 6945-58 implantable tachy lead 2001-(B)(6). (B)(4).

Event description:
It was reported that the atrial lead showed far-field r-wave oversensing and had small p-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Follow-up information received from the clinic disclosed that the atrial lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.